Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. (B)(4): devcie not returned.

Event description:
As reported to coloplast though not verified, patient implanted with omnisure on (B)(6) 2010. Later patient experienced vaginal erosion, abdominal and pelvic pain, dyspareunia, recurrence of urinary incontinence and additional surgery and/or surgeries.